Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported gradual return of symptoms as they were peeing a lot. Patient also reported that they patient programmer was not able to connect to the ins with or without antenna . No trauma or falls reported and patient was redirected to follow up with their health care provider. No further complications were noted or anticipated.